Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper function with the incident lot was not observed. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube k2edta plh 13x75 4.0 plbl lav br there was stopper creep out or a loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "the needle rubber of the device is not returning. There is leakage of blood out of the perforating rubber in the tubes and damage to the rubber that covers the needle of the sample collection bag."

Event description:
It was reported when using the tube k2edta plh 13x75 4.0 plbl lav br there was stopper creep out or a loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "the needle rubber of the device is not returning. There is leakage of blood out of the perforating rubber in the tubes and damage to the rubber that covers the needle of the sample collection bag."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper function with the incident lot was not observed. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.